Event description:
Customer reported the system stopped working during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and the fluoro functions board. No pt injury was reported.